Event description:
Update information received reported that the patient got a groin infection from the endurant aui and endurant limb placement surgery, which subsequently caused the fem-fem bypass to thrombose. The main body of the aneurx stent graft, endurant limb, endurant aui, and the aneurx right limb stent graft were occluded due to no outflow channel. An auxiliary-bi-femoral bypass was done to fix the issue. During patient's follow up cta, there appeared to be a persistent proximal type I endoleak. No device migration occurred. Physician attempted the coiling approximately two weeks after the follow up cta scan was done but was unsuccessful. Per the physician, the cause of proximal type I endoleak was suspected to be from disease progression and previously attempted inferior mesenteric artery (ima) embolization. No other treatment is planned at this time. The groin infection was resolved. No clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the patient¿s proximal neck is 23-28 mm in diameter and 16 mm in length. The left common iliac artery is 12-13 mm in diameter. The left external iliac artery measures 8 mm in diameter. It was reported that approximately ten years after index procedure, the patient came in for a routine follow up and a CT scan observed that the aneurx bifurcated stent graft had migrated approximately 8 mm with a proximal type I endoleak present. The physician performed an intervention and implanted an endurant aui and a endurant limb resolving the proximal type I endoleak. A fem-fem bypass was performed. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films 10 years post-implant showed that the bifurcate is positioned approximately 1cm below the renals. The ipsilateral limb and extension are in the right iliac, and the contra limb and extension are in the left iliac. The proximal neck is tapered, and there is little neck angulation. There is a proximal type I endoleak. The max aaa size is 6cm. Both of the limbs are patent. The right hypo is coiled and there are coils seen within the aaa sac. Earlier post-implant images were not provided. The cause of the migration, leading to the proximal type I endoleak, could not be determined; the tapered neck may have contributed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (migration, endoleak). (Unknown cause of event). Patient's condition affected effectiveness of device (anatomy related; the tapered aortic neck may have contributed). Evaluation conclusion: (unknown cause of event). Known inherent risk of a procedure (migration, endoleak). Device failure/lack of effectiveness related to patient condition (anatomy related; the tapered aortic neck may have contributed).

Event description:
Additional information was received for this case. It was reported that the patient came in for normal follow up and a CT scan showed that the aui, iliac limb and fem-fem bypass graft are occluded. There is an axillary bi-fem graft in place. It was also noted that the aneurysm is still continuing to expand. According to the physician the cause of the event is that the aortic neck has continued to expand and a type ia endoleak was also noticed; however, the aneurysm diameter is unknown, because of coils and onyx in the aneurysm sac. The patient was referred to another physician for explant and aorta bi-fem open repair. The endurant aui and aneurx bifurcated stent grafts were explanted and were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.